Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had no longer turning on. The customer¿s blood glucose was 87 mg/dl. Customer stated that the water in the battery compartment. Customer stated that the battery cap was not damaged. Customer also stated that crack at the back of the insulin pump. Troubleshooting was performed for damaged. Customer was advised that the insulin pump needed to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies, corroded motor home switch and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with cracked case cracked case-corner of belt clip rails, and cracked battery tube threads.